Manufacturer narrative:
(B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Customer concern: pt sts her pump administered 10units of insulin at the middle of the night, at 3am pump alarm went off saying her sg is high but she don't remember giving herself a bolus nor doing a finger stick all she does was clear the alarm. Evaluated 1 open/used reservoir (0.5 liquid inside barrel) transfer guard and plunger were not returned. Inspected reservoir's o-rings and stopper groove for anomalies appendix e and none was found. Using a new lab transfer guard and plunger; as follows: reservoir filled with diluent and installed reservoir & connected to a new infusion set into a 7xx pump; ran bolus and basal leak test procedure (appendix c); per (B)(4). Conclusion: reservoir passed per bolus and basal test; no occluded, no leakage anomalies were found during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer experienced hypoglycemia and reported possible under delivery. Hypoglycemia was treated with carb intake. Troubleshooting was performed. The customer is using the insulin pump system within 48 hours of the reported low blood glucose event and the auto mode feature was not active at the time of the event. No further patient complications were reported. The customer will discontinue the use of the devices and will be returned for analysis.